Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 300mg/dl to 400mg/dl and that they also had site issues. Customer also mentioned high blood glucose of 500mg/dl. Customer's blood glucose value was 156mg/dl at the time of the call. Customer declined to troubleshoot for the high readings as they were past events and had treated with manual injection and insulin pump bolus. The customer was assisted with the site issues. Customer stated that when they changed site, there was blood everywhere with blood squirted but stated that there was no infection and that the site was not actively bleeding anymore during the call. Customer was advised possible causes and to change set. The insulin pump will not be returned for analysis.